Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received. Sections b5 and h10 were updated. The device was reprocessed in accordance with the instruction manual before it was returned to olympus.

Event description:
The event occurred after procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had tie rod breakage. It is unknown when the issue was observed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had foreign liquid material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the flexibility adjustment ring had a scratch. The following parts had corrosion due to water leakage: control unit, switch of the flexible printed circuit, plug unit, circuit board in the suction connector, suction connector cover unit, cable unit, and suction connector case unit. The insulation resistance value at the distal end did not meet the standard value to a burn on the plastic distal end cover, dirt on the light guide lens caused uneven illumination, the bending section could not be bent in the left direction due to angle wire wear, the objective lens had a crack, the connective tube was buckled, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.